Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No sample has been received. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on record review did not show any significant abnormalities. Since the actual sample was not returned, further investigation in determining and confirming the root cause of urine leakage could not be carried out. Follow up information has been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 28, 2016. (B)(4).

Event description:
It was reported that there is urinary leakage in the balloon of the device. No further information was provided by the reporter.

Manufacturer narrative:
Expiration date: 06/2020. Manufacturing date: 06/2015. No previous investigations are available. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 23, 2016.